Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that post open heart surgery, the threshold increased on the right ventricular lead and the threshold on the right atrial lead was high. The right ventricular lead could not be removed, so it was subsequently capped and replaced. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.